Event description:
Reporter alleged the test strip vial had a usable date on it while the mfrs' inventory system which indicated the strip vial was expired. It was stated the test strip vial date was 1/31/2007 while the mfrs' date indicated a date of4/30/2006. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.